Event description:
Screws came out of bed bracket on coopersurgical ally uterine positioning system which caused the machine to fall off the bed and onto the floor while the uterine manipulator handle was in place in the patient.